Manufacturer narrative:
There is no allegation of a device malfunction causing or contributing to the patient's perforation. The physician speculates the perforation was caused by too many serosafuse fasteners placed in one location.

Event description:
A patient was diagnosed with a perforation on their gej the day after a successful tif procedure. An 18mm esophageal stent was used to treat the perforation.